Manufacturer narrative:
No revision procedure was scheduled and thus, no physical product was returned. This investigation has been conducted using the provided x-rays. The x-rays appear to show that the nail did distract, however, since no product has been returned for an in-person evaluation, the reported failure cannot be confirmed.

Event description:
Additional information was received that the physician confirmed no medical intervention is required.

Event description:
Information was received that the nail failed to lengthen after about 2-3cm and will require a revision procedure to replace the nail. The patient had no history of trauma/accidents and ambulated with crutches during the course of treatment. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.